Event description:
Preoperative diagnosis- coronary atherosclerosis, ischemic cardiomyopathy. At 0620, the pt was anesthetized, prepped and draped in usual manner. The previously made sternotomy incision was re-entered after the sternal wires were removed. After the (5) coronary artery bypass grafts were completed, attempts to remove pt from cardiopulmonary bypass were not successful. Pt was unable to maintain suitable cardiac output, despite use of an intra-aortic balloon pump and administration of dopamine. The heartmate pump was implanted and the outputs were satisfactory. All air was evacuated as transmitted by transeosophageal echocardiography. Pt was successfully weaned off the heart lung to the left ventricular assist device. Just as uf began to close, the pt had a precipitous fall in ventricular output. A large amount of air was noted in the left ventricle and attempts to clear the air was successful using retrograde cerebral perfusion. The pt was placed back on cardiopulmonary bypass. The pt could not be weaned off of bypass. Discussion was held with family and procedure was terminated at 2200.